Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a follow-up evaluation for a patient implanted with an evoke spinal cord stimulation (scs) system, an impedance check was performed and disconnected electrodes were identified. A lead revision was performed to resolve the reported event.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #, section d9 - date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The lead was returned to saluda. Visual inspection identified a kink near the distal region, along with wire breakages within the kink. The device failed functional testing with disconnected electrodes identified. The root cause is traced to the observed wire breakages near the distal end; however, the cause of this damage cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include breakage of the lead or failure of other system components, which may result in loss of stimulation, and the patient may require surgery (including revision, explant, and replacement) as a result."